Manufacturer narrative:
The investigation confirmed that higher than expected vitros trop I results were obtained from samples from a single patient and non-vitros qc fluids using a vitros eciq immunodiagnostic system. The investigation could not determine a definitive assignable cause. Based on historical qc results provided and without further information from the customer, a reagent performance issue cannot be entirely ruled out as contributing to the higher than expected vitros trop I results. Performance testing of the vitros eciq immunodiagnostic system was not undertaken prior to service actions, therefore unexpected instrument performance cannot be ruled out as contributing to the higher than expected vitros trop I results observed. Additionally, inappropriate pre-analytical sample handling could also not be entirely ruled out as contributing to the higher than expected trop I result as it could not be determined whether the customer was following the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition, the customer observed that the affected samples were haemolysed. A definitive assignable cause for the events could not be determined.

Event description:
A customer observed higher than expected troponin I results from samples from a single patient and a non-vitros qc fluid using a vitros troponin I es reagent in combination with a vitros eciq immunodiagnostic systems. Patient 1: 0.542, 0.065 and 0.778 ng/ml versus expected result of <0.012 ng/ml. Qc level 1: 0.088, 0.103 and 0.088 ng/ml versus expected result of 0.022 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es patient and qc fluid results were not reported from the laboratory. However, the investigation cannot conclude that patient results would not to be affected if the event involving the qc fluid were to recur undetected. There is no allegation of actual patient harm as a result of this event. This report is number one of three MDR's for this event. Three 3500a forms are being submitted for this event as it was assumed three devices were involved. (B)(4).